Event description:
It was reported to philips that the device is disconnecting through case. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device is disconnecting through case. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.